Manufacturer narrative:
The product has been returned and investigated. The complaint was not confirmed, and no new issues were observed. All results were within range spec, and no errors were observed during control solution testing.

Event description:
A customer reported that after she started experiencing symptoms of hyperglycemia, she tested her blood glucose and obtained a reading of 308 mg/dl on her freestyle freedom meter. She then self-administered 7 units of insulin to alleviate the symptoms. She also reported going to a local hospital where 30 minutes later, a reading of 70 mg/dl was obtained on the hcp meter. She reportedly was diagnosed with hypoglycemia and treated with intravenous glucose and orange juice. There was no report of death or permanent impairment associated with this medical event.